Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the data log confirmed the reported event of loss of connection. The probable cause of loss of connection could not be determined because the complaint could not be replicated with the returned device. No additional event or patient information is available.